Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) adhered to the skin of the patient. A replacement surgery was performed the replace the ipp with a malleable prosthesis. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.